Manufacturer narrative:
The pump was returned for analysis. The pump logs indicated that the pump had been used to deliver dilaudid (40 mg/ml at 6.365 mg/day). Analysis of the pump found high resistance across the battery. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017. It was reported that the situation was considered resolved and the patient's status was alive; no injury.

Event description:
Additional information was received from a healthcare provider (hcp) on 2017-apr-25. The pump issue was clarified as the pump went to safe mode secondary to low battery. The pump was on the list of recalls. The diagnostics were performed as the logs were read, the pump was restarted, and there was no injury to the patient. The cause of the pump issue was stated as a recalled intrathecal (it) pump for premature low battery. The patient was scheduled for the it pump replacement on (b)(64)2017.

Manufacturer narrative:
Correction: it was initially reported of 3004209178-2017-08986 that information was received from the healthcare provider regarding the event; however, it was the consumer that initially reported the information provided in the report. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval code-conclusion no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. The pump was replaced (B)(6) 2017, and was received by the manufacturer on (B)(6) 2017, for analysis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal dilaudid 40 mg/ml at 6.365 mg/day via an implantable pump for non-malignant pain and joint pain/arthritis. It was noted that the pump was previously delivering dilaudid 20 mg/ml at over 2 mg/day. It was reported that the patient could not do a bolus, so she went into the healthcare provider¿s (hcp) office on (B)(6) 2017. The patient was sick, not feeling well, and going through withdrawal. She had never experienced that before. The pump was beeping last week (from (B)(6) 2017), and the patient did not know what it was because her pump had never beeped before. There was a low battery, and that was why the pump ¿stopped.¿ the patient did not know the pump had ¿stopped.¿ the hcp observed that the pump was in safe mode because the battery was low and needed to be replaced. The patient was having the pump replaced on (B)(6) 2017 so this issue would not happen again. The patient was given oral medication to help with withdrawals between (B)(6) 2017 and replacement surgery. It was noted that the patient had unrelated neck surgery two weeks ago (from (B)(6) 2017) and was expecting to wait another 7 months before having to think about the pump being replaced due to longevity. It was noted that the patient¿s pump was included in the population of devices containing a battery manufactured between (B)(6) 2005 and (B)(6) 2010. It was also noted that in 2011 (within a short period of time after the patient was implanted) the patient went to get a pump refill and was told her pump was on a recall list. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.